Event description:
This report summarizes <noe> 1 </noe> malfunction event. Exemption number e2015048 a customer in france notified biomérieux of a discrepant result in association with the vitek® 2 ast-n240 test kit (ref 413205) involving an atcc sample pseudomonas aeruginosa (27853). The customer reported a low minimum inhibitory concentration (mic) for levofloxacin. The customer reported using frozen strains (-30°c). In addition, the customer indicated testing a second time using a new strain and new media; however the levofloxacin mic was still low. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a discrepant result in association with the vitek® 2 ast-n240 test kit (ref (B)(4)) involving an atcc sample pseudomonas aeruginosa (27853). An internal biomérieux investigation was performed. This investigation was initiated because the customer was unable to pass qc due to out of range low (oorl) levofloxacin (lev) results for p. Aeruginosa atcc 27853 on the vitek® 2 ast-n240 card. The customer obtained mics=0.25, but the expected range for this drug and qc organism is mic=0.5 - 4. However, it was reported that the customer's qc issue went away when they properly followed their kwik-stick setup procedure for this organism. Since the customer did not submit their qc strain, the internal qc organism was subcultured and testing included four (4) vitek® 2 ast-n240 cards from the lot in question and four (4) cards from a random lot. All eight (8) cards tested gave acceptable mics=1, so the customer result was not reproduced. The vitek® 2 ast-n240 cards are performing as expected and no further action is required.